Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. While a temporary association exists between fresenius products and the event of peritonitis there is no documentation that shows a causal relationship to the event of peritonitis. However, it is likely that the cause of peritonitis is related to patient touch contamination during pd therapy as reported by the pd nurse and consistent with pd culture results.

Event description:
A peritoneal dialysis patient reported that he had added antibiotics to his pd solution. A peritoneal dialysis registered nurse reported that the patient had contracted touch contamination peritonitis, which necessitated the antibiotic. Results from laboratory cultures of the patient's dialysis effluent taken (B)(6) 2017 revealed the presence of the bacterium staphylococcus epidermis, indicative of touch contamination. The patient was prescribed 1 gram per day of the antibiotic vancomycin, self-administered through the patients peritoneal dialysis solution, per clinic protocol. This was the antibiotic mentioned by the patient in the technical support call. The patient was not hospitalized. Laboratory results of a sample of the patient's dialysis effluent returned on (B)(6) 2017 were negative, i.e. No presence of bacteria. As of (B)(6) 2017, the patient continues on ccpd therapy without further difficulty. The set was not made available for evaluation.